Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the new device was put in, the patient's leads left in the neck did not connect, so an emergency operation was done in a hospital 'that wasn't really equipped for brain surgery.' It was reported that the wires were too close to the patient's skull and a 'connection' was made towards the patient's ear. It was unclear what this referred to. Per manufacturer device registration, the extension was replaced in addition to the implantable neurostimulator. The reporter stated that 'it never healed' and cultures were done that showed (B)(6) infection. It was unclear if the cut on the patient's head never healed or something else never healed. It was reported that the patient had 'a little bit of (B)(6)' on the skin and the whole device system was removed. It was reported that following the explant, the patient's doctor wanted to do a three-phase bone scan of the head to determine if the bone was infected. The reporter stated that they 'put dye in' for the test and when the patient got out of taking the test, his eye started to droop on the left side. The patient went to the hospital to get checked out for a stroke and the patient stayed for one day for observation. It was reported that all kinds of tests were done and the patient's healthcare providers thought it was a reaction to the dye and the patient's eye 'came back' and everything was okay. It was noted that the patient didn't have a stroke and the infection was gone. It was reported that the patient's doctor was going to reimplant the system on that side. See information related to the patient's previous device in MFR. Report #3004209178-2012-10632.

Event description:
Additional information received reported that the wound was a non-healing ulcer located on the left side of the patient scalp near the temple. It was noted that the wound had scabbed over and was not healing. It was reported that the left extension and implantable neurostimulator (ins) were removed, but the left lead remained implanted. It was noted that the patient wanted to have surgery to r e-implant the device. It was reported that the patient had started hyperbaric therapy and the scalp wound was being managed by a wound care specialist. It was further reported that the patient was last seen by the wound care specialist on (B)(6) 2013. A week later, it was reported that the patient was going to hyperbaric treatment and it was helping him ¿get stronger and everything else.¿ it was reported that the left lead was removed, in addition to the left ins. It was unclear if the lead was removed or not, as it was both reported that it remained implanted and that it was explanted.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v813689, implanted: (B)(6) 2012, product type lead; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387s-40, lot# v813689, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that at the top of the patient's head, about one to three inches above his ear, there was a 'wire coming down,' and a 'little cut' there. It was possible to see the stitches and what they thought might have been the 'tubes of the wire.' The reporter indicated that the patient was tested a week prior to the report and found to have had (B)(6) in that 'little tiny area, the size of a finger nail.' The reporter stated that the patient was 'pumped full of antibiotics' and was given antibiotics that 'almost killed him.' The reporter stated that the patient saw a wound doctor who stated that he saw 'a little black thing' right on the surface, but the patient didn't have enough skin on his head to heal with 'that thing in the way.' The patient was informed that the 'black thing' was a suture that was put in as well as 'a little blood and scab' which had been there since (B)(6). The patient was informed by his plastic surgeon that there was a 'foreign object' which was 'in the way of healing' and it needed to be 'moved out of the way.' The reporter stated that the patient's entire system was going to be explanted and the patient was going to be placed in a hyperbaric chamber to try to get him 'healthy.' If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v813689, implanted: (B)(6) 2012, explanted: (B)(6)2013, product type lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: it was reported the patient was currently on mild antibiotics. It was also reported the hcp advised the patient "to take everything out" and the lead was removed on (B)(6) 2013. It was noted that the patient had one lead and one implantable neurostimulator (ins) on their right side. The patient had a lead placed in the brain on the day before the report. The left lead was not yet connected to an ins. It was reported that the patient recently had an ins removed on (B)(6) 2013 and the patient had a "deep bone scan". It was stated that "after he drank the liquid, it caused his mouth and eyes to droop". It was not clear what liquid the reporter was referring to. It was stated that "ever since then the patient had been falling a lot". It was reported that "right after he took the test they brought him to the hospital". It was noted that "they couldn't find anything wrong with him". It was reported that the health care provider thought that the patient "might have had a mini stroke." Additional information received indicated conflicting information. The patient reported they did not have concerns, however, it was also reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. Appointment date: (B)(6) 2013. It was also reported the patient was still having concerns regarding the device or therapy, but they were still working with their doctor or manufacturer representative.